Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of the coil punctured my uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and hypersensitivity ("allergic "). The patient was treated with surgery (hysterectomy in apr). Essure was removed. At the time of the report, the uterine perforation and hypersensitivity outcome was unknown. The reporter considered hypersensitivity and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: uterine perforation and allergy. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of the coil punctured my uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and hypersensitivity ("allergic"). The patient was treated with surgery (hysterectomy in apr). Essure was removed. At the time of the report, the uterine perforation and hypersensitivity outcome was unknown. The reporter considered hypersensitivity and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: uterine perforation and allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.